Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported as a general complaint that clinicians utilize the auto- clamp feature however if the clamp is "messed with" and the roller clamp is not closed, free flow will occur. This has resulted in patient hemodynamic instability events. There was patient involvement but unknown outcome.